Event description:
Caller reported that the t:slim x2 pump battery was not charging, and a power source alert was present. Blood glucose level remained unaffected by the issue. Caller used the tandem charging cable and wall adapter, and after keeping the adapter plugged in for 30 minutes, the pump began charging again with the original supplies. No additional assistance was required.